Event description:
Caller reported false negative urine hcg result vs. Quantitative serum. Caller reported a false negative result on a pt in her twenties who tested at home using a home pregnancy test with positive results six times. Her quantitative lab result was 135 miu/ml (system unk). The urine test run in the lab had the test (t) line missing, weak or with a strong background. Pt's last menstrual period was 4-5 weeks before the test.

Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg100727-01; 100miu/ml hcg urine control lot: hcg100513-01; 228.6iu/ml hcg urine control lot: hcg100420-02. Summary of results: the retention devices meet qc spec. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time. (N=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). The 228.6iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation pending on returned product. No corrective action required at this time as no product deficiency was established.